Event description:
Healthcare professional reported treating a pt with four syringes of juvederm ultra xc "for correction of nasolabial lines and malar pad/tear trough deficit". The doctor stated, "on the day of treatment - [patient] did fine with no obvious complication other than mild swelling/redness. [They] did report having some pain in [their] cheeks later that night with some difficulty sleeping which [they] attributed to regular soreness after treatment". The doctor stated the following day, the pt "noticed a small bruise on [their] right cheek but it was small and not very painful. This was not a problem". Two days after injection the pt noticed "some redness and skin changes in [their] left cheek"; the healthcare professional requested the pt to return to the office immediately as they "suspected possible ischemic necrosis". During assessment, the healthcare professional observed the pt to "have point tenderness in the area medial to the left infraorbital foramen" as well as "redness and a small blister developing". The observed delayed reaction led the healthcare professional to suspect "compression causing the ischemia". The healthcare professional "immediately applied nitro paste, vitrase 100 units and warm compresses and massage. There was immediate improvement of pain, although this intervention did cause the affected area to get more red and irritated'. Pt was additionally prescribed antibiotics prophylactically to "prevent infection", specifically, bactroban ointment and augmentin. Pt was referred to a skin care specialist for "laser resurfacing, [and] dermapen treatments" to minimize scarring. Pt described as "still healing". This is the same event and the same pt reported under MDR ID # 3005113652-2013-00253 (allergan complaint pr # (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra xc (lot # h24la20163).

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "mild swelling/redness", "pain", "small bruise", "skin changes", "possible ischemic necrosis", "tenderness", "small blister", suspected "compression" causing "ischemia" and "scarring" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings- the product must not be injected into blood vessels. Introduction of juvederm ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization. Precautions: if laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvederm ultra xc, there is a possible risk of eliciting an inflammatory reaction at the implant site. An inflammatory reaction is also possible if the product is administered before the skin has healed completely after such a procedure. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. The following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trails; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Scarring has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, necrosis, skin discoloration, blister, nodule, allergic reaction, and infection. Time to onset ranged from 2 weeks to 4 months. Interventions prescribed by the physicians included topical steroidal cream, nitropaste, oral steroids, and antibiotics. Additional treatments noted were a laser procedure and surgical scar revision. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. The onset of deeper wrinkle/scar generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antibiotics, steroids, and surgical correction of the scar. Deeper wrinkle/scar has been reported infrequently but more commonly after treatment in the glabellar region.